Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited rv noise, oversensing and pacing inhibition of 2 to 3 seconds. The patient had fatigue and shortness of breath, and was in chronic atrial fibrillation (af). Patient isometrics and pocket manipulation were performed, but the noise was unable to be reproduced, except when the patient pressed or gripped with their left hand. The rv pacing impedance measurements had been stable; with one measurement in the 200 ohms range. Impedance measurements were tested in the clinic and one measurement in the 200 ohms range was reproduced when the patient flexed their left hand. The device was reprogrammed and the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated the lead was later explanted and replaced due to the previously reported issues. During the procedure, the physician visualized an insulation breech proximal to the suture sleeve. No additional adverse patient effects were reported.